Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that in 3-5 instances, during the attempted implant of low voltage leads the helix extended without operator input causing the lead to "hook to heart structures." It was also reported that the parameters were poor on placement. The leads were not used and replacement leads were used instead. It was reported that the procedure time was prolonged resulting in extended hospitalization. No patient complications have been reported as a result of this event.